Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm and unable to download due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify pump error 53, pump error 43, and pump error 130 alarms due to critical pump error (open book image) alarm. Moisture damage was also found on the force sensor and motor during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump errors. Customer reports they were unable to clear the alarm. Customer stated that they were unable to rewind the insulin pump. Customer reported that there were leaks in the reservoir compartment. Customer stated there was fluid in the reservoir compartment. The customer performed self-test and it passed. No harm requiring medical intervention was reported. The device will be returned for analysis.